Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 7f sheath after an unspecified interventional procedure. Reportedly, the starclose device could not be removed from the patient anatomy after clip deployment. The safety release and access ports were used and the device was able to be retracted and removed. Cut down surgery (nick and spread) was performed to achieve hemostasis. Reportedly, hospitalization was prolonged due to the issue with the starclose se device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.